Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom name: (B)(6) based on the available information, this event is deemed to reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set adhesive patch ripped and became unusable event on (B)(6) 2026.